Event description:
The device has been explanted and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii, rupture and removal of breast implants due to the patient¿s concern with the product. The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture, baker grade ii, rupture and removal of breast implants due to the patient¿s concern with the product. Device remains implanted. This relates to the right side.